Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02754. It was reported that the patient experienced autoreducing of their stimulation, causing ineffective therapy, due to high impedances at the leads. Surgical intervention is planned to explant and replace the leads.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-02754.